Manufacturer narrative:
Additional information can be found in sections a2, a3, a6, a7, d4, g4, g7, h2, and h10. As part of a legal dispute, on (B)(6)2020, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted gastric bypass (roux-en-y) procedure on (B)(6)2019. The plaintiffs¿ attorney alleges that the patient sustained injuries (i.e. Failed staple line and severe abdominal complications) as a result of undergoing the procedure and in relation to the use of sureform stapler 60 reloads. The plaintiff¿s attorney claims ¿that the failed staples that caused the staple line leak in this case, had the same mode of failure as the recalled items, and were defective.¿ furthermore, the plaintiff¿s attorney indicated that ¿the surgeon noted the subject staples did not deploy, which resulted in the failure of the anastomosis, and the leak with subsequent abdominal injuries in this case.¿ isi was provided with the operative report for the da vinci-assisted gastric bypass procedure performed on (B)(6)2019. Per the operative report the estimated blood loss was 20 ml¿s, no drains were placed, and complications were noted as ¿none.¿ additionally, within the operative report, the surgeon did not note any issues with the use of the sureform stapler 60 instrument or reloads. During the procedure, a gastric lavage was brought to the g-j anastomosis and a leak test was performed with air. The leak test confirmed ¿no leak after clamping the roux limb.¿ at the conclusion of the procedure which was completed robotically, the patient left the operating room in stable condition. Isi was also provided the operative report for a subsequent surgical procedure performed on (B)(6)2019. Per the operative report, the patient had a preoperative diagnosis of ¿post operative tachycardia, imaging with increased free air/hemoperitoneum¿ and underwent an exploratory laparoscopy procedure. Findings included a staple line leak at the right side of the pouch near the gastrojejunal anastomosis. An infection was also reported at the time of surgery. The case was converted to an open exploratory laparotomy procedure and repair of the gastric pouch staple line leak was performed. In regards to the staple line defect, the surgeon noted that there appeared to be staples which were not fully formed. The surgeon closed the staple line defect with 3 interrupted 0 silk sutures. A leak test was then performed and found to be negative. A ¿blake drain¿ was also placed. At the conclusion of the procedure, the patient was noted to be in stable condition and was transferred to the ICU for close monitoring. The plaintiff¿s attorney also referenced the ¿intuitive field safety notice ¿ urgent medical device recall ¿ isifa2019-05-r.¿ as noted on the initial MDR, submitted(B)(6)2019, isi received nine green sureform stapler 60 reloads (part #48360g-08) and one green stapler 45 reload from the site. Each stapler reload was returned in its original packaging and was not open. Each stapler reload was removed from the packaging and fired using an in-house instrument. The staples from all of the stapler reloads fired successfully on test foam. The nine sureform stapler 60 reloads that were returned to isi for evaluation have a lot number of ¿l11190311¿ which is not included on the list of affected lots associated with the recall. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, a staple line leak was allegedly identified where green sureform stapler 60 reloads were fired. The staple line leak was repaired with sutures via open surgery. However, at this time, the root cause of the post-operative complication is still unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that a sureform stapler 60 instrument (part #480460-07; lot #l10190305-0260) fired three green and two blue sureform stapler 60 reloads. All firings were completed with no pauses. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, a staple line leak was allegedly identified where green sureform stapler 60 reloads were fired. The staple line leak was repaired with sutures via open surgery. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted gastric bypass procedure, the patient developed symptoms of pain and discomfort on post-operative day #3. The patient returned to the hospital, was evaluated, and leakage was allegedly identified where green sureform stapler 60 reloads were used. The patient underwent open surgery to address the leakage. On 07/29/2019, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and the following additional information regarding the reported event was obtained: the cta was present during the surgical procedure which was recorded on video. The cta was not sure if the video is available for review. There were no intra-operative complications. In addition, there were no reported issues with the sureform stapler 60 instrument and reloads used during the case. The surgical procedure was completed successfully and robotically. The patient was expected to be discharged but complained of pain post-operatively. On (B)(6) 2019, the patient was tachycardic and a staple line leak was allegedly identified where green sureform stapler 60 reloads were fired. The surgeon oversewed the staple line leak via open surgery. No further post-operative complications have been reported.